Event description:
It was reported that shaft detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 1.2mmx15mmx142cm emerge balloon was advanced for dilation. During the procedure, the contralateral approach was used to approach the sheath to the lesion, and wiring was performed. However, it was noted that the non-boston scientific (bsc) wire could not be crossed due to some difficulty. After dilatation, the wire was separated from the shaft when an attempt was made to remove it. Consequently, shaft detachment occurred. The detached balloon, which had been inserted into the sheath was mounted on a wire, so it was removed using the pull-through method. The procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that shaft detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 1.2mmx15mmx142cm emerge balloon was advanced for dilation. During the procedure, the contralateral approach was used to approach the sheath to the lesion, and wiring was performed. However, it was noted that the non-boston scientific (bsc) wire could not be crossed due to some difficulty. After dilatation, the wire was separated from the shaft when an attempt was made to remove it. Consequently, shaft detachment occurred. The detached balloon, which had been inserted into the sheath was mounted on a wire, so it was removed using the pull-through method. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the coyote fc balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is separated 24.5cm from the tip and there are multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a separation.